Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was turning on and off randomly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turning on randomly, which was reproduced during evaluation. The cause was determined to be a failing upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log (ehl) found multiple "improper shutdown!" Messages as evidence for the customer-reported allegation of "turning [...] Off randomly". Evaluation claims to have investigated the device in relation to the entire complaint and that the replacement of the upper aux will correct both allegations, however, the replacement of the upper auxiliary is not a suitable correction for the device powering off without user input, and therefore this allegation will not be attributed to a failure of the upper auxiliary. It has been determined that the device was not truly evaluated for both reported issues, however, the device will undergo full testing in order to ensure that it is in proper working condition before return to the customer. Should additional relevant information become available, a supplemental report will be submitted.